Event description:
The lead was capped.

Event description:
It was reported that during the routine changeout of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead showed oversensing. There was an apparent fracture. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).